Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4 and h6 the device was returned to olympus for inspection and the reported failure was confirmed. Due to poor water-tightness of cover unit, water tightness is lost and there is no image. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of image loss found during evaluation was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopy procedure, the image from the camera head went black. The procedure was then completed with a similar device. There were no reports of patient harm.